Event description:
It was reported that "xia 3 screw originally implanted about 1 year earlier. Upon revising/removing s1 screw, the head popped off while removing, leaving the threaded part of the screw in the s1 pedicle."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.